Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the discordant glucose, calcium and potassium results was due to samples being aliquoted into the same aliquot well on the same aliquot plate while the instrument was paused or reset. The issue was corrected once all of the aliquot wells were used up for the reservations from vials that were scheduled before the aliquoter halted. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant calcium (ca), glucose and potassium (k) results were obtained on the dimension vista 500 instrument. The initial results were not reported. The customer reran a new sample on the same instrument and the repeat results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 1226181-2013-00215 was filed on may 10, 2013. (B)(6). Additional information (6/19/13): siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. An urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers in june 2013. The umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.